Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on november 06, 2024. With lot number 3124121. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: zip code:(B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.